Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement, and the overall thv procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation, and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (chronic kidney disease requiring dialysis) and/or procedural factors could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : remains implanted.

Event description:
As reported through the japanese tavi registry reporting system, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. After the valve deployment, ventricular fibrillation (vf) developed when turning off the rapid pacing. Therefore, cardiopulmonary resuscitation (CPR) was started. The patient regained sinus rhythm by performing direct current (dc) defibrillation at 150j one time. The doctor considered the possibility of coronary artery obstruction and performed coronary angiography, but no problem was found with coronary flow. On the same day of the procedure, the outcome was determined as recovered.